Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is complete. The reported problem (battery won't power monitor) was confirmed. As received, the battery would not charger or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at 4.238v, -1.89sv, and 4.241v. The cause for the inability to charge in a charger or power on a monitor is the mis-matched cells. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted form the defective battery pack.